Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the pump cable confirmed by an onsite abbott representative noted fluid ingress within the modular connector that would have contributed to the driveline power fault alarm and driveline communication faults observed in the submitted log file. The controller event log file contained events from (B)(6) 2025. A driveline power fault alarm, associated with power b line faults, became active on (B)(6) 2025. The alarm persisted through the remainder of the file. Additionally, com_a_fault flags were captured intermittently throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that there was no gross trauma visible on the driveline. On (B)(6) 2025, a cleaning of the pump cable modular connector was performed. The driveline was disconnected for the first cleaning and noted black crust covering two pinholes. This was scrubbed off and the driveline was reconnected after about 60 seconds. Upon reconnection, driveline power fault alarms initiated. A second cleaning of the pinholes was performed, and a large amount of black sediment came out of one of the pinholes when injected with alcohol. The pinholes were scrubbed, and the driveline reconnected after about 60 seconds. The driveline power fault did not return. A final cleaning of the surface and pinholes. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults and driveline communication faults, as well as the recommended actions associated with each. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files and images were sent for analysis. It was said the patient was having driveline power fault alarms. There was no gross trauma visible to the driveline. The event log files confirmed the reported driveline power b fault and the driveline communication fault a on (B)(6) 2025. It was recommended the modular cable and the system controller be replaced if the patient could tolerate the brief pump stop associated with the exchange. The modular driveline cable was exchanged without complication. All alarms resolved upon exchanging the modular driveline cable. Patient denied any trauma, crush injury, or fluid coming into contact with the driveline at any portion. It was noted that there was corrosion in one of the pins of the modular cable and possibly the patient side connector as well. It was said the provided image displayed fluid ingress/corrosion within the modular cable on the mod cable-to-pump connector side. It was recommended to clean the modular driveline to remove the corrosion. The connector was cleaned for the patient. There were no active alarms prior to the procedure. The driveline was disconnected for the first cleaning and black crust was noted covering two pinholes. This was scrubbed off, and the driveline was reconnected after about 60 seconds. Upon reconnection, a driveline power fault alarm initiated. A second cleaning of the pinholes was performed. A large amount of black sediment came out of one of the pinholes when injected with alcohol. The pinholes were scrubbed, and the driveline was reconnected after about 60 seconds. The driveline power fault did not return. A new modular cable was connected to the patient's backup controller. A final cleaning of surface and pinholes was performed then the new modular cable and backup controller was connected to the patient. There was no pump interruption during this event. There were no other notable alarm conditions or parameter changes. Log files showed that the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.